Event description:
It was reported that the burr was stuck on wire. The stenosed target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr and rotawire were selected for use. During the procedure, it was noted that rotawire was stuck at the tail end of the burr catheter and the spring at the back of the rotary grinding head had creases. The burr and wire were removed together as one unit from the patient and the procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older. E1. Initial reporter address 1: (B)(6).

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer. Inspection of the device did not identify any damages or defects. After destructive testing was performed, inspection revealed that the coil was stretched and kinked at the handshake connection within the sheath. Inspection of the device found no damage or irregularity. The burr housing was dismantled as the handshake connection was not retrievable from the burr housing. The interior components were inspected for damages or defects. Photos depict the strain relief portion of the burr catheter showing a bent and stretched coil confirming the reported kink.

Event description:
It was reported that the burr was stuck on wire. The stenosed target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr and rotawire were selected for use. During the procedure, it was noted that the burr was stuck on wire and the spring at the back of the rotary grinding head had creases. The burr and wire were removed together as one unit from the patient and the procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure.